Event description:
The rn was preparing a deflux needle and syringe for the surgeon. It was reported that the needle did not connect properly to the deflux syringe. When the or tech, attempted to begin the flow from the syringe to the needle, he reported that the gel came out around the connection hub rather than the tip of the needle. The staff obtained a new needle which operated properly. The instructions for use include flushing the needle with saline first, then injecting the gel into the needle to the tip to remove air. The circulating nurse documented that the scrub rn followed recommended practice, but did not say that the lumen was flushed with saline. Either the lumen of the deflux needle is not patent, or there is something that causes resistance to the flow of the gel as the plunger in the syringe is pressed. The syringe was not saved for examination to see if there were any flaws in the tip of it.